Event description:
The patient was undergoing a coil embolization procedure in the pulmonary vein using pod packing coils (pod pcs), a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, while advancing a pod pc through the microcatheter, the coil unintentionally detached partially within the microcatheter. Therefore, the physician removed the pod pc. Next, the physician advanced a second pod pc to the target location and attempted to detach it using the handle; however, the proximal end of the pusher assembly was stuck inside the handle and the physician was unable to remove it. The physician attempted to detach the poc pc with hemostats, however, the coil would not detach. Therefore, the poc pc and handle were removed. The procedure was completed with additional coils, a new handle, and the same microcatheter.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.